Event description:
She also has an additional neck stimulator that was implanted in 2021 which has similarly shocked her neck. Reference report mw5188106. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).